Event description:
Pt with severe osteoporosis underwent bypass surgery and the surgeon closed the sternum using zipfix implants. Several weeks post implant, it was noted the zipfix and cut through the sternum. This report is #2 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.